Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. However, the quote was rejected by the customer. Root cause could not be determined. The device was returned to the customer without repair. The service agent recommended various repairs however the customer rejected the repair. The device was subsequently returned to the customer for use. Further investigation of the part is not possible. A root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon further inspection by physio-control, it was observed that the device would not complete a boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed.